Event description:
Caller states that he tested 2.1 inr on the coaguchek xs system and 1.4 inr on a comparison professional system. Caller states that the patient took more marcumar. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). Per investigation: "there was no measurement possible with the customer strips, because they are inserted in the meter so many times, that they have strong scratches on the gold site."